Event description:
It was reported that the user noticed a decline in hearing performance on the left side in (B)(6) 2024. The surgeon also reported that the electrode array was exposed in the postauricular area. The user has a history of left mastoid reconstruction for canal wall down. Explantation is planned for (B)(6) 2024. This report refers to 9710014-2024-00515. For further information please refer to this report.